Event description:
It was reported that during a last attempt to salvage the leg with a total occlusion in the proximal left superficial femoral artery (sfa) to the popliteal artery, pre-dilatation was performed with a 6.0x100 mm fox sv percutaneous transluminal angioplasty catheter. Two 5.5x150 mm supera stents were implanted without issue in the sfa and a 7.0x100 mm absolute pro stent was implanted at the bifurcation. All three stents were confirmed to be fully apposed to the vessel wall with no waist. Reportedly, immediately following all three stents were noted to have thrombosed. The patient was sent for surgery for amputation of the foot. There was a clinically significant delay in the procedure due to the patient being sent for surgery. Post-surgery the patient was doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the lot history record for the reported lot revealed no associated nonconforming material records.

Manufacturer narrative:
(B)(4). Concomitant product: stent: 5.5x150 mm supera, 7.0x100 mm absolute pro. There was no reported device malfunction and the product was not returned. A review of the lot history record could not be conducted because the lot number was not provided. The reported patient effect of thrombosis, as listed in the supera instructions for use, is a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, could not be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. The 5.5x150 mm supera stent and 7.0x100 mm absolute pro stent referenced are being filed under a separate medwatch MFR numbers.